Event description:
It was reported that when the patient's body was moved while connected to an external pulse generator (epg), the patient went into cardiac arrest and pacing failure occurred. The doctor quickly performed a revision of the lead and connected the lead to the device originally connected, but there was no pacing. Suspecting lead fracture, the doctor connected the lead to another device then the pacing started normally. The doctor later told the patient's family that the temporary cardiac arrest was due to the device. As a result the device was returned to the manufacturer for servicing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing. (B)(4).